Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the drill tip had punctured the inner sterile pouch and outer plastic pouch, breaching sterility. The outer carton also exhibited damage. The device history records were reviewed and no discrepancies were identified. The condition of the device when it left zimmer biomet was conforming to specification. The root cause of the reported event is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to (B)(4) for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. (B)(4) will continue to monitor for trends.

Event description:
It was reported that when the customer opened the outer box, it was noted there was a hole in the sterile packaging. The operation was completed with a backup drill instead. Attempts have been made and no further information has been provided.